Event description:
Same case as MDR ID: 2134265-2014-05396. It was reported that a guidewire fracture issue occurred. A rotablator rotational atherectomy system and rotawire ex support were selected to treat the lesion. Upon platforming, the physician attempted to adjust the rotational speed outside of the patient. It was noted that the rotawire detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: direct product analysis was not possible as the device is not being returned from the user facility. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).